Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had motor error and no delivery alarm. It was also reported that the customer changed reservoir and checked five units no alarm however insulin was exited. Customer was unsure if the cannula was bent or not. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.